Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-06167. It was reported that the patient experienced complete heart block with a low ventricular escape rate and presented in the emergency department. Upon interrogation, loss of capture was noted on the right ventricular lead, and there was a lead fracture. The lead was capped and replaced on (B)(6) 2020. Later that evening, the new lead exhibited a dramatic increase in pacing threshold and impedance. The lead was repositioned on (B)(6) 2020. The patient was in stable condition.